Event description:
It was reported that the pt had the neurostimulator explanted and re-implanted "over the years" due to the device being very uncomfortable in the pocket area. She has had the device turned off for "months." She was awaiting explant and just needed to contact her physician. Additional info was requested.

Manufacturer narrative:
(B)(4).